Event description:
It was reported by an MRI technician that the patient's generator was "not functioning." The patient's MRI was canceled and the generator was disabled, indicating the generator was likely not at end of service condition. The device history records for the generator were reviewed and the generator passed all quality tests and functional specifications prior to distribution and the device was not subjected to the laser-routing process. Multiple attempts were made to the patient's neurologist to obtain additional information; however, no further relevant information has been received to date.

Event description:
It was found from a programming history database periodic review that the patient was seen with high lead impedance on the same date as the previously reported event of vns not functioning. The high impedance seen is likely why the device was described as not functioning. The suspect device is now considered the patient's lead. The physician indicated that the device was disabled on (B)(6) 2019. No known surgical intervention has occurred to date. No other relevant information has been received to date.